Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the mating feature of the dome impactor has fractured. The top of the dome exhibits gouges. The device shows wear & tear from field use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the fracture is likely attributed to design of the device; the design of the device has since been updated to eliminate the fracture cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). (B)(6). The device will be returned for analysis; an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during the procedure. A different instrument was used to complete the procedure without patient injury or significant delay. Attempts to obtain more information have been made; however, no more information is available at this time.